Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" against left device. The device remains implanted.

Event description:
The device has been explanted.

Event description:
Patient reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, two openings on anterior assessed as surgical damage. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. No further actions are required as the device was implanted.